Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and placed on an in-house system. The instrument failed the recognition test. The instrument information found in the radio frequency identifier (rfid) was not detected. A review of the system logs reported failure code 282, "tool invalid reason: one or more tool sensors were not detected: both tool presence pins not detected on usm2," confirming the recognition failure. Failure analysis found the primary failure of melted tip to be related to the customer reported complaint. During visual inspection the instrument was found to have thermal damage at the tip. The instrument passed electrical continuity. The complaint was confirmed by failure analysis. When the instrument is first installed on the da vinci system, recognition gets checked first by reading the radio frequency identification (rfid) chip. The probable root cause of recognition failure is attributed to communication issues with the rfid chip. The da vinci system may not be able to detect the instrument information found in the rfid chip due to it being damaged, dislodged, or corrupted. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was not recognized. The procedure was completed with no reported injury.